Event description:
A customer contacted beckman coulter inc. (Bci) regarding the instrument not flagging platelet (plt) result on the same patient's second sample. A sample collected from a patient, going to have a c-section, was tested for platelets (plt) and a result of 90 x10 3cells/ul was obtained. The result was printed with an instrument generated r flag for plt. A second sample collected after delivery gave plt result of 92x10 3cells/ul without flag. The physician questioned the plt results. The customer performed a manual plt estimate and results did not correlate with the instrument results. A) the 1st sample recovered as 162-170, and the 2nd sample was 181. A corrected report was sent, and there was no change to patient treatment.

Manufacturer narrative:
The specimens were collected in 5cc edta vacutainer tubes. Qc was run before the event and was within acceptable ranges. A field service engineer (fse) was dispatched: a) the fse verified the instrument's performance and found no problems. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.